Event description:
On (B)(6) 2012 the reporter contacted animas to report that on unspecified dates, the patient obtained low blood glucose readings ranging from 33 mg/dl to 48 mg/dl and she experienced the symptom of shaking. The patient administered self-treatment by consuming glucose tablets; she did not seek any medical attention. Troubleshooting revealed all pump settings, date/time, basal settings were correct, and the patient had no unintended infusions. The patient reported a recent weight loss and increased activity, but has not changed her basal rate. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique may have been incorrect by not adjusting her basal rate for the weight loss and activity level. However, as the patient experienced symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.